Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, the patient had a known latex allergy, and it was decided to not use a coronary balloon to obtain a coronary venogram. The coronary sinus was cannulated using a competitor sheath. Dye was injected via a syringe to see the venous anatomy without the use of a balloon. A competitor guide wire was used to cannulate a branch of the coronary sinus. The width/girth of the side branch of the coronary sinus was unknown, due to not using a coronary balloon. The lv lead advanced over the competitor guide wire into the branch. The lv lead tip was engaged as per normal directions and instructions for use guidelines. The thresholds and impedances were high in the selected coronary sinus branch location. The lv lead tip was disengaged by counter clocking and when the physician tried to retract the lead, the lead would not move. Several more counterclockwise rotations on the lv lead were performed yet, the lead would still not fully retract. Additional dye was injected via a syringe and the vein could be visualized more clearly. There was a clear area where the dye came to an abrupt stop in the vein. The physician injected nitro into the competitor sheath in the event that the vein had spasmed and "clamped" down on the lv lead. The lv l ead still would not fully retract after several attempts were made to remove the lead, via more nitro, and more counter clocking. It was decided to abandon the lv lead and plug the lead into the lv port of the cardiac resynchronization therapy defibrillator (crt-d) and program the crt-d to function as a dual chamber device. No patient complications have been reported as a result of this event.